Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that they had periodic failed battery test alarms on their insulin pump. Customer's blood glucose was 450 mg/dl at the time of the call. Customer did not correct for their blood glucose at the time of the call. Troubleshooting did not find any damage or corrosion to the customer's battery compartment or battery cap's contacts. It was found the customer did not receive a failed battery test alarm at the end of troubleshooting. Customer declined to return the product for analysis.